Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that ¿the qd8 attachment gets hot.¿ the event did not occur during surgery. The device was found to get hot during testing. There were no injuries or medical intervention reported. There was no additional information provided.